Manufacturer narrative:
Occupation: pharmacy operations manager. One medfusion pump was received in good condition with no appearance of any physical damage. The event history log was reviewed and there was no evidence of the reported issue. The user did not run any volume over time program for insulin or lipids. Accuracy test, calibration verification on both qc slugs syringe delivery test was checked using volume over time by using different volumes and different times to verify the accuracy of the pump. The pump's internal clock has the correct time. The reported issue was unable to be duplicated. The accuracy test, syringe delivery test and all the calibration verifications were performed and were all within the required specifications. There was no fault found with the returned pump.

Event description:
Information was received indicating that a smiths medical medfusion pump infused lipids 10/10 - 11/11 using volume over time function. More volume was infused than the pump was programmed to run. The nicu manager also mentioned volume/time or infusion issues with penicillin g, blood, enteral feeds, etc. There was no reported adverse event.

Manufacturer narrative:
Additional information: issue occurred during patient infusion. The infusion was a lipid infusion for infant. The infusion was stopped and patient was monitored. No adverse effects to patient reported. Event information added to section b5.

Event description:
Additional information: issue occurred during patient infusion. The infusion was a lipid infusion for infant. The infusion was stopped and patient was monitored. No adverse effects to patient reported.

Manufacturer narrative:
Additional information: issue occurred during patient infusion. The infusion was a lipid infusion for infant. The infusion was stopped and patient was monitored. No adverse effects to patient reported.

Event description:
Additional information: issue occurred during patient infusion. The infusion was a lipid infusion for infant. The infusion was stopped and patient was monitored. No adverse effects to patient reported.